Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was fractured from 30.8 cm to 32.2 cm from the connector pin which could have resulted in the reported noise. The damage is consistent with physiological factors (i.e.: rib-clavicle crush).